Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6), male, pt, who received poligrip (formulation unk) denture adhesive cream. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. On an unk date, the pt started poligrip (dental) at unk dosing. At an unk time after starting poligrip, the pt experienced a neuropathy. The pt's denture adhesive products of choice for many years were poligrip and fixodent. The pt had been diagnosed as suffering from neuropathy, constipation, bladder dysfunction, sexual dysfunction, and depression attributable to poligrip and fixodent use, which injuries have left him unable to perform his normal, customary, and daily activities. The pt suffered "severe permanent and physical injuries and endured substantial pain and suffering." This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).